Event description:
It was reported the pt began having unspecified signs of infection to the incision site of their intrathecal drug delivery pump. The device was removed due to infection after less than 2 mos implant duration. The drug used in the pump is lioresal (dose and concentration unk). The pt recovered without sequela. Add'l info has been requested from the hcp but was not available as of the date of this report.